Manufacturer narrative:
Evaluation not possible. The identifying part number, lot number, implant date or discovery date have not been provided. Both trestle luxe screws remain anchored within the patients cervical spine. Upon the receipt of additional information a follow-up report will be submitted. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. The surgical technique (lit-84315) instructs the user to advance the screw until the head of the screw is fully seated into the plate and the blocking slide is positioned over the head of the screw. The supplied instructions for use state (ins-048); intraoperative management: the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9 degrees may prohibit proper seating of the bone screws.

Event description:
Post-op x-rays revealed two (2) separate trestle luxe screws have begun to back-out of a 3-level construct, 1 cephalad and 1 caudal. The anchors/screws are no longer properly seated beneath the plates locking mechanism. There are currently no plans for revision.